Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that powerpicc solo 4f found to be leaking with a pin point hole in the PICC. PICC removed. 24 day dwell time. ¿pt arrived to unit for her weekly chemo. Nurse has tried to flush and pull blood back but noticed fluid running out of dressing. I have been asked to assess it. I took down the dressing. No obvious kink in the line noted. I have flushed it, and noticed there was a hole below the insertion site. Dressing technique was correct. PICC line is loosely looped around and clear tegaderm dressing had been applied. Care had been taken by the previous nurse to lace comfeel on the surrounding skin. No pt harm noted. Pt could not receive treatment that day, as she only had one arm available to cannulate and I didn¿t think we should put chemo in through a vein below the PICC removal site."

Event description:
It was reported that powerpicc solo 4f found to be leaking with a pin point hole in the PICC. PICC removed. 24 day dwell time. ¿pt arrived to unit for her weekly chemo. Nurse has tried to flush and pull blood back but noticed fluid running out of dressing. I have been asked to assess it. I took down the dressing. No obvious kink in the line noted. I have flushed it, and noticed there was a hole below the insertion site. Dressing technique was correct. PICC line is loosely looped around and clear tegaderm dressing had been applied. Care had been taken by the previous nurse to lace comfeel on the surrounding skin. No pt harm noted. Pt could not receive treatment that day, as she only had one arm available to cannulate and I didn¿t think we should put chemo in through a vein below the PICC removal site.".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr single lumen powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 6cm and 7cm depth markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. A photograph which appeared to depict the complaint sample was also received. The depicted catheter was inserted into the arm of a patient. The catheter was secured using a securacath stabilization device. Leakage was visible between the securacath and the molded joint.